Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. It was received with no physical damages, but it had broken tamper seals. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported event. To further investigate, a functional test was performed. The customer reported issue could not be duplicated at time of investigation. The pump was found to be operating properly and passed all tests. It was recommended that the downstream occlusion sensor, dso, be replaced for preventative measures. No further actions will be taken.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device downstream sensor occluded at 2 mv. There was no patient, or clinician injury associated with these occurrences. It occurred during preventative maintenance. No further details provided at this time.